Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) indicated that the site is unwilling to provide patient demographics. Additionally, the rep indicated that all other ports were working and the port in question was also working the following day during checkout.

Manufacturer narrative:
Patient information not be provided by the site. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning normally. The system passed the system checkout and was found to be fully functional. No parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the healthcare professional (hcp) was having issues with the third port on theaxiem box. The instruments that were plugged in there had connection issues. There was a slight delay to the surgical procedure that was less than 1 hour. The issue occurred during navigation and there was no impact to the patient outcome.